Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their stimulator was not working and hadn't been for 2 weeks. Patient said they could no longer feel the stimulation like they could before. Patient said they couldn't even get out of their chair or lean forward at all and were in terrible pain. Patient also said they had called rep 8 times and their doctor's office twice but hadn't received a call back from anyone. Patient mentioned they would always meet with a representative at the doctor office for reprogramming and mentioned patient didn't know how to use the equipment. Agent walked patient through using the handset and communicator and patient unlocked handset during the call and reported therapy was on and intensities weren't 0, but patient wasn't feeling stim. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent emailed field team in patient's area as patient expressed frustration at trying to contact the reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They had not spoken with the patient. It was decided that someone will meet with patient in physician's office instead. The planned meet is scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.